Event description:
During the procedure, the enterprise stent delivery system (enf451412) was positioned across the neck of the aneurysm and deployed at left parasellar internal carotid artery (ica) aneurysm. Post deployment angiography revealed incomplete expansion of the stent. Further 3-d angiography and CT imaging revealed two of four distal tines entangled and three of 4 proximal tines entangled. Attempted coil insertion was unsuccessful and angiography revealed that the incompletely expanded stent did not offer adequate coverage of the neck of the aneurysm. The stent was successfully untangled with use of a microcatheter and guide wire, but, as the stent sprang open, the stent migrated distally and was no longer covering the neck of the aneurysm. Migration of the initial stent necessitated insertion of a second enterprise system (enf452212) to cover the neck of the aneurysm along with coiling of the target aneurysm, and this was accomplished without complication. A final angiogram demonstrated embolization of the aneurysm. Anesthesia was reversed without complication and the patient was transferred to the ICU in good condition without gross neurological deficits.

Manufacturer narrative:
It was reported that incomplete expansion with entanglement of proximal and distal tines of the 4.5x14mm enterprise vrd resulted in inadequate coverage of the aneurysm neck. After the tines were detangled using a microcatheter, the stent shifted distally requiring deployment of a second stent to cover the aneurysm. The coil was then successfully coiled with no further complications. The patient was discharged home the following day with baseline neurological functioning. The (B)(6) male with a long standing history of daily headaches underwent stent assisted coil embolization of a 3 mm x 3 mm x 5 mm left ventral paraclinoid internal carotid artery aneurysm. The neck was 2.4mm with a neck to sac ration of 1.3. The proximal vessel diameter was 3.5mm and distal diameter was 3.5mm. An excelsior sl-10 microcatheter was advanced through a guiding catheter into the aneurysm sac. The non-reshaped prowler microcatheter was positioned distal to the aneurysm neck followed by delivery of a 4.5 mm x 14 mm enterprise stent across the aneurysm neck. The stent was deployed by withdrawal of the microcatheter. No additional torque was applied to the microcatheter or delivery system during positioning of the enterprise. Continuous fluoroscopy was performed during stent deployment. It was reported that nothing occurred during stent detachment that would result in the event and there were no issues between the microcatheter and enterprise system that contributed to the event. An attempt was made to place a coil in the aneurysm but, because of the tines being entangled, the aneurysm neck was not properly covered by the stent. A 3d rotational angiogram and CT were performed to further evaluate the configuration of the stent and revealed that two of four distal tines entangled and three of four proximal tines entangled. Attempts were made with the sl-10 microcatheter to detangle the stent without success. The prowler catheter was then advanced into the proximal stent and a 0.014¿ wire advanced. The stent was successfully untangled with the use of a prowler microcatheter and a microguidewire, but as the stent sprang open, it migrated distally, requiring the placement of a second overlapping 4.5 mm x 22 mm enterprise stent. Endovascular coiling was then completed through an excelsior sl-10 microcatheter without complication. The final angiogram showed obliteration of the aneurysm and preserved patency of the parent vessel. The patient was awakened from general anesthesia with no neurologic deficit and was discharged home the following day. (B)(6) reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01428609. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(6)'s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(6) and was determined to be acceptable. See attached report. The stent remains implanted. A cd with procedural images along with the procedural report and all available information was reviewed by an independent interventional neuroradiologist. It was reported that no CT images were received. The reviewer reports that in the first two runs the presence of a small wide necked left ventral paraclinoid internal carotid artery aneurysm directed posteroinferiorly is noted. There is some vasospasm in the left distal cervical internal carotid artery caused by the presence of the guiding catheter (identified as a 125 davis catheter). The next run shows an excelsior sl-10 microcatheter was placed in the aneurysm sac. A 4.5 mm x 14 mm enterprise stent was deployed in the supraclinoid segment of the left internal carotid artery, jailing the excelsior sl-10 microcatheter. Although the stent covered the aneurysm neck, it was not fully expanded proximally at the curve of the left carotid siphon. The same findings are demonstrated in the next two runs. The presence of the deployed enterprise stent and excelsior sl-10 microcatheter are seen in the next run. The following run shows the excelsior sl-10 microcatheter was removed. The prowler microcatheter and a .014 inch microguidewire were advanced in the left supraclinoid internal carotid artery and caused distal migration of the enterprise stent. The next run demonstrates the same findings. Then a 4.5 mm x 22 mm enterprise stent was deployed in the left supraclinoid and cavernous segments of the left internal carotid artery, overlapping the first enterprise stent that migrated distally. An excelsior sl-10 microcatheter was then advanced through the struts of the second enterprise stent to deliver coils in the aneurysm sac. Placement of additional coils in the aneurysm sac resulting in near total aneurysm obliteration is demonstrated in the next two runs. The following run demonstrates the presence of the sheath in the right common femoral artery. In the review's opinion, there was no defect with the initial 4.5 mm x 14 mm enterprise stent. This stent covered the aneurysm neck but due to its short length and the anatomic location of the aneurysm, the proximal end landed at the turn of the left carotid siphon. Because of this, the proximal portion of the stent could not expand uniformly causing the markers to be crimped together. Although the operator felt that two of four distal tines entangled and three of four proximal tines entangled, this was not clearly shown on 3d rotational angiography. Apparently, there was no dyna CT performed to evaluate the integrity of the stent. According to the operator, a prowler microcatheter and 0.014 inch microguidewire were used to "untangle" the stent. From the views provided, the reviewer reported that it appears more likely that manipulation of the prowler microcatheter in the left carotid siphon resulted in displacement of the stent and distal migration into the supraclinoid segment of the left internal carotid artery. As the stent migrated, it was now entirely located in a straight segment of the parent vessel and therefore was able to expand uniformly at both proximal and distal ends. As per the reviewer, again due to its short length, it no longer covered the aneurysm neck. It was therefore necessary to place a second overlapping and longer enterprise stent (4.5 mm x 22 mm) to complete the embolization procedure. The reviewer reports that in retrospect, it is not advisable to use a short 4.5 mm x 14 mm enterprise stent for aneurysms in this location. Ideally, both proximal and distal ends of the stent should land in a straight or horizontal segment of the parent vessel and not in the middle of a curve such as the carotid siphon. Based on the available information, review of the device history records, and independent review of the provided images there is no indication of any device manufacturing issues related to the reported event. Procedural/clinical factors including vessel and aneurysm characteristics appear to have contributed to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
History: the patient is a (B)(6) man with a long standing history of daily headaches who underwent stent assisted coil embolization of a 3 mm x 3 mm x 5 mm left ventral paraclinoid internal carotid artery aneurysm. An excelsior sl-10 microcatheter was advanced through a guiding catheter into the aneurysm sac. A 4.5 mm x 14 mm enterprise stent was then placed across the aneurysm neck. Following deployment of the enterprise stent, it was noted that the stent did not fully expand at its proximal end. An attempt was made to place a coil in the aneurysm but, because of the tines being entangled, the aneurysm neck was not properly covered by the stent. A 3d rotational angiography revealed that two of four distal tines entangled and three of four proximal tines entangled. The stent was successfully untangled with the use of a prowler microcatheter and a microguidewire, but as the stent sprang open, it migrated distally, requiring the placement of a second overlapping 4.5 mm x 22 mm enterprise stent. Endovascular coiling was then completed through an excelsior sl-10 microcatheter without complication. The final angiogram showed obliteration of the aneurysm and preserved patency of the parent vessel. The patient was awakened from general anesthesia with no neurologic deficit and was discharged home the following day. Findings: the cd provided contains 14 runs. Run #1 (series 1): subtracted ap and lateral views of left internal carotid arteriogram. Demonstrate the presence of a small wide necked left ventral paraclinoid internal carotid artery aneurysm directed posteroinferiorly. Run #2 (series 3): subtracted magnified ap and lateral views of left internal carotid arteriogram. Demonstrate the same findings as run #1. There is some vasospasm in the left distal cervical internal carotid artery caused by the presence of the guiding catheter. Run #3 (series 5): subtracted ap and lateral views of left internal carotid arteriogram. An excelsior sl-10 microcatheter was placed in the aneurysm sac. A 4.5 mm x 14 mm enterprise stent was deployed in the supraclinoid segment of the left internal carotid artery, jailing the excelsior sl-10 microcatheter. Although the stent covered the aneurysm neck, it was not fully expanded proximally at the curve of the left carotid siphon. Run #4 (series 6): subtracted ap and lateral views of left internal carotid arteriogram. Demonstrate the same findings as run #3. Run #5 (series 8): 3d rotational views of the left internal carotid arteriogram. Demonstrate the same findings as run #4. Run #6 (series 9): 3d rotational views of the skull. Demonstrate the presence of the deployed enterprise stent and excelsior sl-10 microcatheter. Run #7 (series 11): fluoroscopic roadmap right anterior oblique views of the left internal carotid arteriogram. The excelsior sl-10 microcatheter was removed. The prowler microcatheter and a .014 inch microguidewire were advanced in the left supraclinoid internal carotid artery and caused distal migration of the enterprise stent. Run #8 (series 12): fluoroscopic roadmap left anterior oblique views of the left internal carotid arteriogram. Demonstrate the same findings as run #7. Run #9 (series 13): subtracted right and left anterior oblique views of the left internal carotid arteriogram. A 4.5 mm x 22 mm enterprise stent was deployed in the left supraclinoid and cavernous segments of the left internal carotid artery, overlapping the first enterprise stent that migrated distally. An excelsior sl-10 microcatheter was then advanced through the struts of the second enterprise stent to deliver coils in the aneurysm sac. Run #10 (series 14): subtracted right and left anterior oblique views of the left internal carotid arteriogram. Additional coils are placed in the aneurysm sac resulting in near total aneurysm obliteration. Run #11 (series 15): subtracted ap and lateral views of the left internal carotid arteriogram. Demonstrate the same findings as run #10. Run #12 (series 16): subtracted ap views of the right common femoral arteriogram. Demonstrate the presence of the sheath in the right common femoral artery. Discussion: in my opinion, there was no defect with the initial 4.5 mm x 14 mm enterprise stent. This stent covered the aneurysm neck but due to its short length and the anatomic location of the aneurysm, the proximal end landed at the turn of the left carotid siphon. Because of this, the proximal portion of the stent could not expand uniformly causing the markers to be crimped together. Although the operator felt that two of four distal tines entangled and three of four proximal tines entangled, this was not clearly shown on 3d rotational angiography. Apparently, there was no dyna CT performed to evaluate the integrity of the stent. According to the operator, a prowler microcatheter and 0.014 inch microguidewire were used to "untangle" the stent. From the views provided, it appears more likely that manipulation of the prowler microcatheter in the left carotid siphon resulted in displacement of the stent and distal migration into the supraclinoid segment of the left internal carotid artery. As the stent migrated, it was now entirely located in a straight segment of the parent vessel and therefore, was able to expand uniformly at both proximal and distal ends. Unfortunately, again due to its short length, it no longer covered the aneurysm neck. It was, therefore, necessary to place a second overlapping and longer enterprise stent (4.5 mm x 22 mm) to complete the embolization procedure. In retrospect, it is not advisable to use a short 4.5 mm x 14 mm enterprise stent for aneurysms in this location. Ideally, both proximal and distal ends of the stent should land in a straight or horizontal segment of the parent vessel and not in the middle of a curve such as the carotid siphon. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The patient was discharged home the following day with baseline neurological functioning. Prior to the placement of the enterprise stent, standard and three-dimensional rotational angiography revealed a wide necked saccular aneurysm arising from the dorsomedial wall of the ophthalmic portion of the left (ica) internal carotid artery. The remainder of the cerebral vasculature was unremarkable. Anticoagulation was achieved with bolus and continuous infusion heparin and maintained throughout the case at 2.02.5 times baseline activated clotting time. Right femoral artery access was established and using a roadmap technique, a guide catheter was advanced into the left middle cerebral artery (mca), and a microcatheter was then advanced into the aneurysm for coil deployment. The device remains implanted and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Failure of the stent to fully expand due to proximal and distal tine entanglement did not offer adequate coverage of the aneurysm neck in this configuration. During successful untangling of the tines with guide wire and microcatheter, the stent sprang open resulting in migration of the stent past the opening of the aneurysm neck this necessitated insertion of a second enterprise stent. The lot number of device was 01428609. During positioning, the enterprise system was conducted by first positioning the microcatheter distal to the aneurysm neck, and by deployed by withdrawing the microcatheter to expose the stent. No additional torque was applied to the microcatheter or delivery system during positioning of the enterprise. Continuous fluoroscopy was performed during stent detachment. Nothing occurred during stent detachment that would result in the event and there were no issues between the microcatheter and enterprise system that contributed to the event. An excelsior sl-l 0 microcatheter and a prowler microcatheter were used with no issues with the microcatheter that may have contributed to the event. The microcatheter tip was not reshaped with heat of any other source. The saccular aneurysm size was 3 x 3 x 5 mm, neck was 3.4mm and the neck to sac ratio was ar= 1.3, lateral plane. The vessel proximal diameter was 3.5mm and the distal diameter was 3.5. A cd of the procedure was provided, however CT scans performed to further evaluate the reported event were not available. The patient was a long history of daily headaches. Imaging incidentally revealed a parasellar left internal carotid artery aneurysm. Pre and post operative diagnosis was parasellar left internal carotid artery aneurysm. Procedure report indicated the following: general endotracheal anesthesia was performed. A baseline activated clotting time was performed. Multiple boluses and drips of heparin were given throughout the case to maintain an activated clotting time of 2.0 to 2.5 that of the baseline. Multiple acts were drawn throughout the case. The right groin was prepped and draped in the usual sterile fashion. Using a micro-puncture technique, a 6-french shuttle sheath was advanced into the descending aorta over a j-wire, flushed and attached to a constant heparinized saline infusion system. A 125 cm davis catheter was then advanced into the descending aorta over a j-wire and flushed. Using a roadmap technique, the left internal carotid artery was selectively catheterized and two angiograms performed in standard and magnification oblique views. A prowler catheter was advanced into the left middle cerebral artery. An sl-1 0 microcatheter was then advanced into the aneurysm. A stent was then deployed across the neck of the aneurysm. It was noted after deployment that the two of the four distal tines appeared to be entangled. Three of the proximal tines appear to be entangled. A coil was attempted to be placed within the aneurysm; however, it was soon discovered that because of the entangled tines, the neck of the aneurysm was not covered by the stent. A 3d rotational angiogram and CT were performed to further evaluate the configuration of the stent. Attempts were made with the sl-10 microcatheter to detangle the stent without success. The prowler catheter was then advanced into the proximal stent and a 0.014" wire advanced. The stent was detangled, but as the stent sprang open, it shifted distally and was no longer covering the neck of the aneurysm. A second stent was then deployed successfully across the neck of the aneurysm. The sl-10 microcatheter was then advanced into the aneurysm and a coil placed. An angiogram was performed. A second and then third coil was advanced into the aneurysm and an angiogram performed. As the fourth coil was attempted to be placed into the aneurysm, there was not adequate room and the microcatheter was pushed out. Multiple attempts were made to replace of the microcatheter within the aneurysm without success. There was no room along the neck of the aneurysm for the sl-10 placement. The microcatheter and coil were removed intact. A final angiogram was performed demonstrating embolization of the aneurysm and no evidence of complication. The shuttle was withdrawn into the right common femoral artery and an angiogram performed demonstrating no evidence of complication. Heparin was discontinued. An angioseal device was employed for femoral arterial closure. The patient was awakened with no gross neurologic deficits and transferred to the intensive care unit in good condition. Findings during the case consisted of left internal carotid artery times 2: a dorsal ophthalmic aneurysm is again demonstrated within the distal internal carotid artery. The anterior and middle cerebral arteries are unremarkable. Left internal carotid artery post-stent: the stent is demonstrated to be placed across the aneurysm. The sl-10 catheter is within the aneurysm. Note is made of tangling of the proximal and distal tines. The 3d rotational angiogram: a 3d rotational angiogram demonstrates the stent traversing the neck of the aneurysm, but not opposed to the wall secondary to tangling of the tines. A CT of the head was performed to further visualize the stent. Again, note was made of tangling of three of the proximal tines and two of the distal tines making a cigar shape to the stent. The stent was not opposed across the neck of the aneurysm. Left internal carotid artery: the second stent is noted to be placed across the neck of the aneurysm. There is no tangling of the tines. A coil is well seated within the aneurysm without evidence of complication. Left internal carotid artery post-coil #3: the coils are demonstrated to be well placed within the aneurysm. There is no evidence of complication. Left internal carotid, final: the coils are demonstrated to be well placed within the aneurysm. There is no evidence of complication. Right femoral artery showed no evidence of complication within the right femoral artery. In conclusion successful stent and coil embolization of a left internal carotid artery dorsal ophthalmic aneurysm. No immediate complication. Additional information will be submitted within 30 days of receipt.